Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la needles were clogged. This was discovered during use. The following information was provided by the initial reporter: clogged needles. Noticed this problem as soon as performed the flow test and there was no insulin ejection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la needles were clogged. This was discovered during use. The following information was provided by the initial reporter: clogged needles. Noticed this problem as soon as performed the flow test and there was no insulin ejection.